Event description:
It was reported that the patient has diaphragmatic stimulation. Lead reposition was attempted; however, there was difficulty in retracting the lobes, intermittent stimulation persists. The lead was later removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.